Event description:
It was reported that after attaching the delivery system to the previously placed introducer catheter, the filter couldn't be advanced into the introducer catheter. The entire system was removed and replaced with a competitor's product to complete the procedure. This is the second of two reports being filed involving the same pt.